Manufacturer narrative:
Product labeling states the expected aes with product use in the warning and contraindication sections shown below. Contraindications: steri-strip compound benzoin tincture should not be used on patients with a previous history of compound benzoin tincture. Warnings: allergic contact dermatitis to compound benzoin tincture has been reported. Flammable. For external use only.

Event description:
Patient (who is a nurse) reported developing 2 big blisters and many, raised, red, smaller blister covering the entire area under the strips and beyond, following wrist surgery. Compound benzoin tincture was used with the steri-strips. Patient was treated with silvadene and 2 doses of levaquin.